Manufacturer narrative:
The probable root cause cannot be determined based on the information available. The fse was unable to reproduce the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer informed the issue occurred on all cases. All surgeons were experiencing the reported issue. There was no harm or injury to the patient due to the guided tool change issue. There was no delay in the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse performed a system verification and performed a quad calibration. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the or staff called in to report the system was experiencing an issue with guided tool exchange. The caller stated that the visual of the entry to the instrument on screen was significantly different from what was expected for the tool. The technical support engineer reviewed the logs but found no related issue. The customer reported event has no report of patient injury.